Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device tested positive (biopsy/operating channel) shows presence of pseudomonas aeruginosa (>50 cfu), and (aspiration/suction channel )shows presence of pseudomonas aeruginosa (>50 cfu), no growth on air water channel. The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) performed a culture test for the device after the device was reprocessed . The ofr hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) conform, with results of less than 1 cfu/100ml and less than 1 cfu per/endoscope. Ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) results obtained comply with the target level defined in the regulations of france outlined on july 4, 2016. The results are conform to french recommendation. Rrc (regional repair center) france olympus device evaluation findings are noted below: biopsy channel worn: no malfunction reported (coloring/scratch noticed inside the channel). Channel cleaning brush passage using nj4072 is correct without feeling any difficulty. All channels are clean and free from foreign material. Insertion part -distal end -light guide rod lens (1x) -discoloration insulation d/e resistance value is out of specification. Insertion part - a-rubber glue separated. Connecting tube ¿ wrinkled. Angulations are out of specification. Additionally, communication with the customer noted that the customer informs ofr that they will not send information concerning reprocessing practice. No cds checklist provided. No cds checksheet will be obtained. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.